Manufacturer narrative:
The actual device was returned for evaluation. Visual examination revealed a bend in the electrode shaft indicating incorrect handling of the device and the connector plug seems to be undamaged. It was indicated during functional/work examination that the electrode loops are more likely to fail when activated in the beak which is a condition not unexpected in the field. IFU is advising the user not to operate the electrodes in the beak of the sheath.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6) 2015 to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a resection of a myoma on (B)(6) 2015 and an electrosurgical device was used. During the procedure, the active electrode broke and fell into the patient. The procedure was stopped. No additional dissection was performed to retrieve the fragment. The fragment remains in the uterine cavity of the patient. A new intervention to end resection is planned. The current condition of the patient is good.

Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual inspection was performed and a section the active tip is missing and analysis is consistent with brittle fracture of the active tip. The missing section of the active loop was not returned.